Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was displayed as "high," but a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus via the pump. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.